Manufacturer narrative:
Investigation - evaluation a review of the complaint history, device history record, drawing, instructions for use, and quality control of the device was conducted during the investigation. The physician did not report a specific rpn, but stated it occurred when using 3.0fr upic devices. This narrows the likely rpns down to 3.5fr plvw peel-away introducers (plvw-3.5-18-7-denny-a or plvw-3.5-18-9-denny) that are contained in those sets. The complaint device was not returned; therefore, no physical examinations could be performed. The investigation for a complaint (pr247787) that was received for a similar device experiencing the same failure mode was revisited. Physical inspection of the returned devices demonstrated both distal tips of the sheath were damaged at the transition from the sheath to dilator. The dimensional measurements were within the correct specifications and tolerances. A supplier investigation was initiated to further analyze the device. It was concluded that a definitive cause for the failure mode in those devices could not be determined, but it was possible that it was related to supplier manufacturing. Because of the similarities between the referenced complaint and the current complaint, it is likely that the two events have a similar cause. A supplier investigation was not conducted for this complaint due to the lack of information provided by the user facility. Additionally, a document-based investigation evaluation was performed. It was concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Risk specification lists ¿introducer is difficult to advance¿ as a potential failure mode with potential causes of inadequate transition or curve of the device. These attributes are both assessed and verified during the manufacturing process. The risk documentation ensures that the risks associated with these devices are acceptable when weighted against the benefits. A review of the device history record could not be completed, as the lot information remains unknown. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: catheter placement (both non-fluoroscopic and fluoroscopic methods) "introduce the peel-away introducer assembly (sheath and dilator) over the wire guide. With a twisting motion, advance the assembly into the vessel." How supplied: "upon removal from package, inspect the product to ensure no damage has occurred." Based on the information provided, no returned product and the results of our investigation, a definitive root cause could not be established. Per the quality engineering risk assessment, no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.

Event description:
The date of event was previously reported as (B)(6) 2019 in error. The date of event remains unknown.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Common name & product code: unavailable as the device lot number, rpn, and gpn are unknown. Occupation: supply chain. PMA/510(k) number: unavailable as the device lot number, rpn, and gpn are unknown. Per the initial reporter, the device will not be returned. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a cook 3 french turbo-ject peripherally inserted central catheter sheath frayed at the tip. This report was created to capture the additional complaints that were reported for the 3 french turbo-ject peripherally inserted central catheter without any specific event dates, patient demographics, lot or rpn information. The physician reported on (B)(6) 2019 that "fraying of the sheath has occurred 5-10 times in the past few years". The physician also reported "I have had this happen most on the 3fr PICC, but also 4fr. I don't use 5fr very often so don't remember if it happened on that one ever". Previous occurrences of sheath fraying for the cook 4 french turbo-ject peripherally inserted central catheter are referenced in MFR. Report # 1820334-2019-00027 and the occurrences with the cook 5 french turbo-ject peripherally inserted central catheter are referenced in MFR. Report # 1820334-2019-00683.